Manufacturer narrative:
Additional information was received that initial MDR bsc aware date should have been 19 september 2025.

Event description:
It was reported that the patient's ipg was causing pain which described as severe when touched and debilitating. It was also stated that the patient was having difficulty charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was retained by the medical facility and will not be returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a year prior to the date the manufacturer became aware of the event.

Event description:
It was reported that the patient's ipg was causing pain which described as severe when touched and debilitating. It was also stated that the patient was having difficulty charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was retained by the medical facility and will not be returned.